Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR is to include the additional event information received on 16-jun-2024. [Additional information]: modified information was received on 16-jun-2024. Per the modified information, the relationship of the adverse event (log line 1): subarachnoid hemorrhage was updated from ¿not related¿ to ¿possible.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 27-oct-2023. [Additional information]: modified information was received on 27-oct-2023. Per the modified information, the adverse event term "brain hemorrhage(brain surface)¿ has been changed to " brain hemorrhage (right frontal lobe).¿ this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00540 and 3011370111-2023-00095. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 90-year-old male patient presented with a witnessed stroke on (B)(6) 2023. The patient was then presented to the treating hospital on (B)(6) 2023. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale score (nihss) was 20 and modified rankin score was 0. The patient underwent a mechanical thrombectomy procedure on (B)(6) 2023. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first pass was made via a direct aspiration first pass technique (adapt) via femoral artery access using a 132cm embovac 71 aspiration catheter (ic71132ca / 30975222) targeting an occlusion in the right m2 segment of the middle cerebral artery (mca). Post-pass mtici score was 0 with no clot retrieval. The second pass was made with a 5mm x 37mm embotrap iii revascularization device (et309537 / 23c022av); post-pass mtici score was 0 with no clot retrieval. The third and final pass was made via adapt with a sofia¿ flow plus aspiration catheter (microvention); the mtici score of 2b was achieved with clot retrieval in the aspirate. During the procedure, a guidewire (unspecified brand), a rebar¿ 18 microcatheter (medtronic), and 9fr optimo¿ balloon guide catheter (tokai medical) were also used. There were no reported intra-operative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 21. The patient experienced a subarachnoid hemorrhage (sah) on the same day as the index procedure. The principal investigator (pi) assessed this event as mild in severity, not serious, not related to the study device nor the embovac catheter, and possibly related to the primary study procedure. The patient recovered without any intervention; the patient outcome was recovered / resolved on (B)(6) 2023. On (B)(6) 2023, the patient suffered a brain hemorrhage. The pi assessed the event as severe, not related to the study device, not related to the embovac, and not related to the primary study procedure. The brain hemorrhage event required surgical intervention. The patient underwent an ¿open blood case removal.¿ the patient recovered and the patient outcome was recovered / resolved with end date of (B)(6) 2023. Information related to the patient¿s discharge was not available in the case report form (crf) at the time of the complaint initiation. On (B)(6) 2023, a 7-day post-operative nihss assessment score of 21 and a mrs score of 4 was documented. Modified additional information received on 09-aug-2023, indicated that the patient suffered a brain hemorrhage on (B)(6) 2023. The pi assessed the event as mild in severity, not serious, not related to the embotrap, not related to the large bore catheter, and not related to the primary study procedure. The outcome was ¿recovered / resolved¿ on(B)(6) 2023.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30975222) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Hemorrhage is a known potential complication associated with both the use of the embovac device and the embotrap iii device and is mentioned in the instructions for use (IFU) as such for both devices. Per the principal investigator¿s assessment, the adverse event of ¿subarachnoid hemorrhage¿ was not related to the study device nor the large bore catheter but possibly related to the primary surgical procedure. Per the pi¿s assessment, the adverse event of ¿brain hemorrhage¿ or cerebral hemorrhage, was not related to the study device, not related to the large bore catheter, and not related to the primary surgical procedure. However, both events occurred soon after the use of both devices, therefore the relationship between the embovac and embotrap iii devices and the adverse events of ¿subarachnoid hemorrhage¿ and ¿cerebral hemorrhage¿ cannot be ruled out. Moreover, the event of ¿cerebral hemorrhage¿ required an additional surgical intervention. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00095. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to make a correction to the awareness date of cec adjudication. [Correction]: on (B)(6) 2025, a correction was made to the awareness date for the cec adjudication of ¿right putamen brain hemorrhage.¿ the assessment was updated in the clinical database on (B)(6) 2025. On (B)(6) 2025, a cec notification was received for the adverse event term, ¿subarachnoid hemorrhage.¿ on (B)(6) 2025, a cec notification was received, which changed the adverse event term to ¿right putamen brain hemorrhage.¿ therefore, the cec adjudication awareness date for the event of ¿right putamen brain hemorrhage¿ is corrected to from (B)(6) 2025 to (B)(6) 2025. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR is to include the additional / modified information received on (B)(6) 2025. This report will also include a correction to the health effect- impact code section. [Additional information]: modified information was received on (B)(6) 2025, which contains a clinical event committee (cec) adjudication for the adverse event of ¿right putamen brain hemorrhage.¿ the relationship of event to the study procedure was updated as having a ¿causal relationship.¿ the relationship of event to the embotrap study device and embovac large bore catheter were updated as ¿possibly related.¿ it was further commented, ¿ph-2 requiring surgical evacuation.¿ it was also disclosed and documented that the event was life-threatening, resulted in permanent impairment and required in-patient hospitalization. Per the additional/modified information received on(B)(6) 2025, regarding the adverse event of ¿right putamen brain hemorrhage,¿ a cec adjudication assessed the event as being possibly related to the embotrap study device and embovac large bore catheter and as having a causal relationship to the primary procedure. This event was previously reported to the usfda. However, it was further disclosed and documented that the event resulted in hospitalization. Therefore, the imdrf health impact codes were updated accordingly. Additionally, the previous note mentions the event required a surgical intervention, but this was not coded; thus, a correction to the imdrf health impact codes were also made. No further changes / corrections were required. The file will be re-reviewed if additional information is received at a later date. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.